Event description:
Asr revision.bi-lateralright asr xl acetabular system - revision date (B)(6) 2010. Right product lot nos: 2596386, 2553455, 2565534left asr xl - revision date (B)(6) 2011. Left product lot nos: 2439555, 2352752update from crawfords spreadsheet (B)(6) 2011: date, products, hospital, surgeon , description for left revision.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr xl left hip implant. The reason for the revision was pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, bi-lateral, right asr xl acetabular system - revision date (B)(6) 2010, right product lot nos: 2596386, 2553455, 2565534, left asr xl - revision date (B)(6) 2011. Left product lot nos: 2439555, 2352752. Reason for revision : alval/soft tissue reaction. Update from (B)(4) spreadsheet 28 oct 2011: date, products, hospital, surgeon, description for left revision. Update: reason for revision and confirmed revision date added as per update email received 26 april 2012. Update - added reason for revision taken from claimsuite dated 27th feb 2013 reason(s) for revision: pain. Update received 7th october, 2013. Additional hospital and surgeon added. Update: 31 mar 2015 added sleeve, updated mw fields and queried stem details (jb 01 apr 2015).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.